Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: patient reports having issues with air bubbles in the tubing, resulting in blood glucose (bg) going over 600 mg/dl. This issue has been ongoing issue for months, but patient is not having any air bubbles at this time: just reporting past problems. Patient clears air bubbles from the tubing and gives bolus until bg is back to her normal range. She also uses a cgm so is able to discover the high bg and treat quickly. Customer support (cs) reviewed correct pressurizing of the insulin vial and found patient is putting 200 units of air into the insulin vial and removing 50 units of insulin, therefore causing too much pressure in the insulin vial. Cs advised patient to only put in the same amount of air as insulin removed, to equalize the pressure in the vial with the room. Patient reports understanding, will now use the proper fill technique and call back as needed. There is no indication of pump malfunction. This complaint is being reported as the patient experienced hyperglycemia related to the use error of improperly pressurizing the insulin vial, resulting in air bubbles.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.